Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to underfill or poor barrier separation were observed. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Additionally, retention samples were tested for poor barrier separation: there were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, poor barrier separation (rbc in barrier), because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube underfilled and there was poor barrier separation after centrifugation. The following information was provided by the initial reporter, translated from spanish to english: the tube presents vacuum failure and as soon as it's centrifugated there is a scape of red cells in the gel barrier separation, even through if the IFU recommended centrifugation protocol is applied.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube underfilled and there was poor barrier separation after centrifugation. The following information was provided by the initial reporter, translated from spanish to english: the tube presents vacuum failure and as soon as it's centrifugated there is a scape of red cells in the gel barrier separation, even through if the IFU recommended centrifugation protocol is applied.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.